Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that during unknown surgery the screw bent a little. This happens when they screw was inserted into a matrix orthognathic lock plate. It was further reported that no patient harm occurred; the surgery was prolonged 4 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. The device was received and is currently in the evaluation process. A review of device history records was reviewed with no complaint related anomalies noted. Placeholder.

Manufacturer narrative:
(B)(4): manufacturing evaluation reported one screw was received with the head is in relatively good condition. The drive has slight material displacement at the uppermost portion of the slots, that of which are consistent with usage. The top of the head is free of marks, as is the band and the bottom of the head. The threaded shaft is damaged. The major diameter of the threads has been compressed / removed nearly to the minor diameter for the entire length of the shaft. The anodize finish has been removed from the major. The minor diameter is undamaged. The nose and flutes appear to be in good condition. The dimensions that could be measured are within specification. Due to the type and extent of damaged incurred, a finite evaluation could not be performed. Therefore, this complaint deemed indeterminate from a manufacturing standpoint.